Manufacturer narrative:
The complaint is being reported by zimmer biomet as cmp-(B)(4). This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
New information was received stating that there was a 60 minute delay.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). On march 28, 2017, it was reported that the dermatome was not functioning as it should. The tissue was being mangled in the dermatome and it skipped across the patient¿s donor site causing the harvested tissue to not be intact. It caused holes and tares in the harvested tissue causing it to not be useable. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6), 2016 where it was reported that the device needed repair with no reason given and the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, swivel, damaged head, damaged control bar, and calibration shaft were replaced. This is not a related issue. Initial qa inspection of the air dermatome on (B)(6), 2017 revealed that the control bar was below the master blade on one side which could possibly cause the reported event. All 5 of the width plates were damaged. The calibration and motor speed were both within specifications. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6), 2017 which included replacement of the damaged control bar, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, screw driver, width plates, and o-ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. The reported event was non-verifiable as no testing was able to be performed to try to replicate the reported event. However, during the initial inspection it was noted that the control bar was below the master blade on one side which the service technician speculated could have attributed to the reported event. The reported event was non-verifiable as no testing was able to be performed to try to replicate the reported event. However, during the initial inspection it was noted that the control bar was below the master blade on one side which the service technician speculated could have attributed to the reported event. The root cause of the reported event could not be specifically determined with the information that was provided. The issue was resolved with the replacement of the damaged control bar, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, screw driver, width plates, and o-ring. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the dermatome was not functioning as it should. The tissue was being mangled in the dermatome and it skipped across the patients donor site causing the harvested tissue to not be intact. It caused holes and tears in the harvested tissue causing it to not be useable. A different donor site had to be used because the original site would leave the patient with scarring associated with dermatome malfunction. Also, a replacement was received from another hospital. No additional adverse events have been reported as a result of the malfunction.